Event description:
The customer contacted baxter's service center reporting a system error 2240 (air in set) during dwell 3 of 5 on the homechoice (hc). The caregiver (cg) stated the supply bag became disconnected. The technical service representative (tsr) had the cg cycle the power and the hc then alarmed system error 2367 occurred. The tsr had the home patient (hp) cycle the power again and alarms cleared. The cg to complete therapy manually. Per the baxter technical services representative, samples and lot numbers were unavailable. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed. The root cause was not determined. This issue is being investigated through CAPA.